Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored

Event description:
A report was received stating an endotracheal tube's cuff did not properly deflate. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).